Event description:
Cuff failed...cuff sliding up and down.

Manufacturer narrative:
The complaint, "cuff sliding up and down", was confirmed. The cause of the cuff sling up and down may have been due to an inadequate amount of adhesive applied to the cuff during the manufacturing process. No manufacturing variances were observed related to this event during the device history record review. A corrective action was implemented to correct this issue.